Event description:
The facility reported a colleague infusion pump with an inoperative channel a display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperative channel a display was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a faulty channel a display. The channel a display printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.